Event description:
It was reported that there was an under infusion of acyclovir. The clinician reported only a partial dose was being delivered by the syringe pump. The ordered dose was 11.79ml with 0.1ml overfill, however after administration was complete the pump indicated only 11.4ml had been delivered. There was patient involvement, but no harm was reported. The customer provided additional information indicating the pump in question had not been calibrated within the past year and they indicated they were sending pumps to biomed to perform calibration.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an under infusion (acyclovir) was not determined because no products or device logs were returned.

Event description:
It was reported that there was an under infusion of acyclovir. The clinician reported only a partial dose was being delivered by the syringe pump. The ordered dose was 11.79ml with 0.1ml overfill, however after administration was complete the pump indicated only 11.4ml had been delivered. There was patient involvement, but no harm was reported. The customer provided additional information indicating the pump in question had not been calibrated within the past year and they indicated they were sending pumps to biomed to perform calibration.